Manufacturer narrative:
Date of event is approximated. The needles were not returned for investigation and the lot numbers remain unknown; therefore an internal investigation could not be performed. No device malfunction was reported in association with the event. This MDR is being reported for the medical and surgical intervention to treat the patient's wound infection and area of necrosis outside the ablation zone. Wound infection and adjacent organ injury are known risks associated with the procedure and addressed in the product user manual and IFU.

Event description:
It was reported that a patient underwent quadrant prostate MRI cryoablation with 6 iceseed needles placed through the prostate grid, 5 mm apart on (B)(6) 2019. Warm saline shower was applied to perineum during the procedure. The physician noted 3 freeze/thaw cycles, with last freeze following withdrawal of one needle to treat the apical region of the prostate. The procedure was completed as planned with no evidence of thermal skin injury at the end of the procedure. In retrospect, the physician notes potential changes around the needle shafts on MRI, but at the time challenging to see due to artifact. The patient presented 7-10 days after procedure with perineal wound and infection. MRI showed ablation of the intended prostate region as well as a cone shaped area of necrosis in the peripheral fat extending from the base of the penis up to and including the skin. The patient was admitted, surgery consulted, and IV antibiotics started. Surgery for wound debridement followed by wound pack and outpatient wound care. No device malfunction was reported in association with this event. The needles will not be returned for investigation.